Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was performed for potentially associated lots gd895417 and gd895243. There were no issues noted during the manufacturing of these lots. Should additional relevant information be obtained, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis. The patient was not hospitalized for this event. The patient was treated with vancomycin (intraperitoneally, 1gm, frequency not reported) from the onset of the peritonitis until an unspecified date the following month. The patient was then treated with rocephin (orally, dosage not reported, daily for 14 days) diflucan (orally, dosage and frequency not reported), and bacid (orally, dosage and frequency not reported). The treatment with rocephin, diflucan, and bacid were ongoing. The patient was reported to be recovering from peritonitis at the time of the report. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.